Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery tests due to the blank display. Unable to confirm the external flash crc errors due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced external flash crc error. The customer's blood glucose value was 140 mg/dl. The customer stated the alarm occurred during basal. The insulin pump failed self-test. The product was returned for analysis.